Event description:
It was reported that no capture was observed. Externalized conductors were observed via fluoroscopy. No electrical issues were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Internal insulation abrasion was found at 12.8cm to 15.3cm from distal tip. Etfe coating was abraded at the same location. External insulation abrasions were found at 11.6cm to 12.2cm and 13.4cm to 13.9cm from distal tip, consistent with friction to another device. The efte coating was intact at this location.